Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v002348, implanted: (B)(6) 2006, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
The consumer reported the implantable neurostimulator (ins) would turn off and on by itself when going through store security areas since implant. The stimulation had not been working right since (B)(6) 2015; the patient reportedly needed the stimulation "tweaked." The change was gradual. Troubleshooting, actions, and outcome remain unknown. Follow up is being conducted to obtain additional information. The indication for use included urinary dysfunction.